Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported event could not be confirmed due to the clip not being returned. However, the handle and components passed all functionality testing. This type of phenomenon is most likely related to the operators technique. The instruction manual warns users "do not insert the instrument into the endoscope if the stopper is not attached to the tube sheath between the tube joint and control section. Otherwise, the clip will extend from the tube sheath. It may also cause the insertion portion of the instrument to extend from the distal end of the endoscope abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument."

Event description:
Olympus was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, the clip prematurely deployed and then fell into the patient along with the sheath. It was reported that the clip and sheath were retrieved from the patient using a net during a second egd with monitored anesthesia care after an overtube was placed with the endoscope. There was minor bleeding observed at the gastric polypectomy site that was controlled with an injection of epinephrine. The intended procedure was successfully completed. There was no patient injury reported. The patient was discharged home the same day. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that the clip was inspected prior to the procedure with no anomalies found.